Event description:
Customer's daughter reported customer was hospitalized for her diabetic coma and unsure if their precision xtra meter contributed to it. Customer's daughter reported customer had one episode of loss of consciousness and received treatment at arua hospital. Customer's daughter does not know what the treatment was given at the hospital or if any diagnosis were made. An investigation into the details is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.